Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the bending angle is insufficient due to the elongation of the angle wire. The play of the angle knob found out of the normal state due to the elongation of the angle wire. In addition, during inspection, service repair noted that due to handling (insufficient cleaning), the air and water nozzles observed clogged and the draining function was reduced. There is a foreign object inside the nozzle. Furthermore, the following findings during device evaluation were noted : leakage observed due to perforation of the forceps channel due to external factors. Peeling of the coating on the insertion tube due to handling noted. Cracking of the illumination lens due to an external factor (bumping the tip) observed. Scratches on the insertion tube due to external factors are recognized. Scratches are found on the tip cover due to external factors. Liquid leakage observed in the operation part. The curved rubber adhesive part is missing (insertion part) the objective lens adhesion part noted cloudy. The lighting lens adhesion part noted cloudy. Watertightness not maintained due to wear of up/down knob. Air leakage observed scratches on the scope connector side of the universal cord due to external factors investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Repair request was sent reported with an issue of "angle down 25 degrees". The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device return evaluation found foreign object in the nozzle. This report is being submitted for foreign object found in the nozzle (insufficient cleaning, handling issue) .

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unspecified. Moreover, no deformation of the nozzle was observed. There was no obvious deviation of reprocessing. Therefore, the cause of remaining of the foreign material was unspecified from the obtained information. It is suggested that the user facility perform reprocessing according to the instructions for use. Olympus will continue to monitor field performance for this device.